Event description:
A customer reported an issue with their tandem insulin pump, where the pump would only charge up to 85%. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.